Manufacturer narrative:
Correction: annex a code updated to a040609 - material twisted / bent.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.0685¿ offset at the tips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar had broken tips. The procedure was completed with no reported injury.